Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to ok, up and down button presses. He also claimed that the buttons were not clicking. The pt denied that the keypad was peeling or damaged.